Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 22 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), allergy to metals ("nickel allergy") with rash, skin disorder, erythema, skin discolouration, urticaria and pruritus and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge. On an unknown date, the patient experienced anxiety ("anxiety"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dyspareunia ("painful intercourse"), depression ("depression"), hypersensitivity ("allergy"), asthma ("asthma"), sinus disorder ("sinus"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal") and back pain ("back pain"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, migraine, headache, vaginal infection, dyspareunia, depression, hypersensitivity, asthma, sinus disorder, allergy to metals, weight increased, alopecia and fatigue outcome was unknown and the vaginal haemorrhage, weight decreased and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: more specifically, despite treatment symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-aug-2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, product information, events- abnormal bleeding (vaginal), weight loss and back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal cramping"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") with rash, skin disorder, erythema, skin discolouration, urticaria and pruritus. In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced anxiety ("anxiety"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), depression ("depression"), hypersensitivity ("allergy"), asthma ("asthma"), sinus disorder ("sinus") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, migraine, headache, vaginal infection, dyspareunia, depression, hypersensitivity, asthma, sinus disorder, allergy to metals, weight increased, alopecia and fatigue outcome was unknown and the vaginal haemorrhage, weight decreased and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: more specifically, despite treatment symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes current weight 167 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 167 lbs. Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash, skin disorder, erythema, skin discolouration, urticaria and pruritus, fatigue ("chronic fatigue/ fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain/loss-weight loss"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced vaginal infection ("chronic vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping") and back pain ("back pain"). On an unknown date, the patient experienced anxiety ("anxiety"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), depression ("depression"), hypersensitivity ("allergy"), asthma ("asthma"), sinus disorder ("sinus") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, headache, vaginal infection, dyspareunia, allergy to metals, weight increased, fatigue, vaginal haemorrhage, weight decreased and back pain had not resolved and the anxiety, abdominal pain lower, depression, hypersensitivity, asthma, sinus disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: more specifically, despite treatment symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Discordancy noted incretion date of essure (B)(6) 2015 previous reported as (B)(6) 2013 and date of essure removal (B)(6) 2017 previously reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: updated onset date of events and reported term, outcome of events chronic vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal, weight gain, migraines, headaches, severe pelvic pain/ pain, abnormal bleeding (vaginal, menorrhagia), abnormally severe menstrual pain/ dysmenorrhea (cramping), painful intercourse/ dyspareunia (painful sexual intercourse), chronic fatigue/ fatigue, nickel allergy were not recovered .information corrected from (B)(6) 2018 fu as essure insertion date updated (B)(6) 2015 from (B)(6) 2013 & essure removal date updated to (B)(6) 2017 from (B)(6) 2015. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("depression"), hypersensitivity ("allergy"), asthma ("asthma"), sinus disorder ("sinus"), allergy to metals ("nickel allergy") with rash, skin disorder, erythema, skin discolouration, urticaria and pruritus, weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, migraine, headache, vaginal infection, dyspareunia, depression, hypersensitivity, asthma, sinus disorder, allergy to metals, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.